Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified basilic vein. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. During first inflation at 10 atmospheres for 5 seconds, the balloon ruptured in a pinhole form at the distal tip. The device was removed without any problem, and the procedure was completed with another of the same device. There was no patient complications reported, and the patient was in good condition after the procedure.